Manufacturer narrative:
Additional information was received which stated hemolysis was resolved with standard troubleshooting. There was no deficiency or adverse event against any impella devices. Therefore this event is no longer considered reportable. No further reports will be sent under MFR report #1220648-2026-08088.

Manufacturer narrative:
B5 update with additional information received from the clinical site.

Event description:
It was additionally reported that the p level was reduced to p7. No blood was given related to hemolysis. Hemolysis was resolved after intervention. Patient was escalated to a 5.5 2 days later.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient's clinical state prior to initiation of support was identified as scai shock stage d. During support, pink urine was noted, raising suspicion for hemolysis. The performance level was reduced to p6 and the pump was repositioned. Left ventricular measurement was 3.6 cm. The device continued to function as intended at p-8, delivering 4.9l/min with a purge solution of dextrose 5% in water (d5w) containing 25 meq/l sodium bicarbonate. The patient survived to explant.